Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that it overheated and was making a loud noise. During repair, it was further determined that the driveshaft was broken. It was determined that the type of damage was consistent with extreme force being placed on the device during use (user error). The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a pre-surgery, it was discovered that the motor device was extra loud and it sounded like a broken driveshaft. During in-house engineering evaluation, it was observed that the device overheated and was making a loud noise. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.